Event description:
On initial MDR 3004531588-2017-00048, death was checked. This is a correction. The patient recovered and was stabilized. There was no patient death associated with this case.

Manufacturer narrative:
The distributor, an authorized service provider, picked up the device and performed an evaluation. The service provider replaced the control panel. The distributor provided a new inovent device was provided to the customer.

Event description:
On 21-jun-2017, mallinckrodt pharmaceuticals was notified via email that an patient event had occured (B)(6) 2017. Patient on the inovent at the time of event was a male born on (B)(6) 2017. There were no numerical values displayed on the inovent monitor. Rebooting the device and calibration did not correct the issue and no alarm signalized the failure. Administration of inomax was activated in emergency mode by using manual supply using a port for manual resuscitator (ambu) bag ventilation and connecting it directly to the respirator systolic system. As soon as the inovent failure was discovered, by the oitnb team, ino technician was called by telephone for support. The inovent failure resulted in the following: from about 19.30 gradually decreased saturation in the patient to 60% with simultaneous decrease of arterial blood pressure (abp) pressure from mean arterial pressure (map) 60-37-24, as evident expression of lack of inomax supply. After connecting inomax in emergency mode, patient saturation was stabilized to 75%. At the same time, an infusion of 15 ml / kg and adrenaline 0.3 mcg / kg / min were used to maintain the perfusion.